Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle breakage [medical device complication]. Case description: this spontaneous report, received from the a foreign country and reported by a lawyer as "needle breakage", concerns a male patient treated with novofine 8mm (30g) (needle) since 1988 for "device therapy". In 2007, the patient injected insulin into his stomach as he usually does with novofine 8mm 30g needles when the needle broke off and remained embedded in his stomach. The patient went to the hospital, where the needle unsuccessfully was tried to be removed. Under local anaesthetic a surgeon tried to retrieve the needle without success and the wound had to be sutured with the needle remain in situ. A scar measuring 75 mm remains. The patient has been advised that it may be better to wait and see if the needle comes to the surface of his skin and then be removed. Alternatively, if it seems likely that the needle will cause difficulty or an abscess, it may have to be removed under a general anaesthetic. The overall outcome is reported as "unk". Reporter's causality: unk, novo nordisk causality: reportable.